Event description:
It was reported that, during software upgrade the cardiosave intra-aortic balloon pump (iabp) unit failed and is stuck on boot cycle.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, during software upgrade the cardiosave intra-aortic balloon pump (iabp) unit failed and is stuck on boot cycle. There was no patient involvement.

Manufacturer narrative:
It was reported that cardiosave (iabp) during software upgrade the unit failed and is stuck on boot cycle. No patient involvement. A getinge field service engineer (fse) tried replacing the executive processor board, but unit was still stuck on boot up process with maquet logo on the touchscreen and monitor. I found the executive board codes of fa and f0. Replaced video generator board, re-installed software.upon startup of unit, the pump was still failing with an audible alarm and stuck on boot cycle. Checked service manual and was calling for a front end board. Disassembled the unit replaced front end board, but unit would still be stuck in boot cycle. He replaced the video generator board as well reloaded software b.17 and booted up the pump. Pump is now working properly.unit returned to customer.